Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing tones. In clinic device evaluation was done and a fault code 1003 for the voltage being too low for the projected remaining capacity was noted. A memory download was performed and sent to boston scientific; it was determined that the battery was exhibiting a higher than expected current drain and should be replaced within two weeks. Subsequent information was received that the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed body fluid contamination in the lead barrels. Review of the device memory confirmed that fault code 1003 was recorded on (B)(6) 2013. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery. The field observation was confirmed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.